Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address disassociation of the liner from the shell. Shell anteverted 30 degrees and was in angle of 50 inclination. Some tabs on the liner were worn off on anterior section.